Event description:
It is reported the pt was revised for an unk reason on the same day the device was implanted.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs high impact), and relevant med history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Two possible lot combinations were provided; however, it is unk which component the pt received. Review of the device history records for both possible shells did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.